Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure using a proglide device relative to an endovascular closure of an infrarenal abdominal aortic aneurysm procedure. Reportedly, the procedure was uneventful; however, there was a failure with 1 proglide device. The material did not fix the prolene sutures internally as usual. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was provided: it was reported this was an arteriotomy closure using the pre-close technique prior to an infrarenal abdominal aortic aneurysm procedure. Reportedly, there was a failure in one proglide device, the material did not secure the prolene threads internally as usual [suture retrieval issue]. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the procedure was completed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Two other proglide devices were successfully pre-placed and used to achieve hemostasis at a 14f sheath puncture site in the contralateral branch. No additional information was provided.